Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a locking titanium adapter. The doctor stated that the locking titanium adapter would not connect with the peritoneal catheter. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause was undetermined. Since the lot number was unknown, a batch review could not be performed.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore, no sample evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.